Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the possible single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to degenerative mitral regurgitation (mr) with a grade of 4. Two clips (71201u240, 71201u239) were implanted, reducing the mr to 1. On an un-specified date, the mr had increased to 4. On (B)(6) 2018, an additional mitraclip procedure was performed. It is unknown if the clip had possibly detached from one leaflet (slda) or if this was due to progression of disease. One clip was implanted, reducing the mr from 4 to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of mitral regurgitation appears to be related to patient morphology/pathology (disease progression). The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was received: the initial mitral regurgitation (mr) grade was 3. Two clips (71201u240, 71201u239) were implanted, reducing the mr to 1. There was no detachment of leaflets or chordal rupture or tissue damage. The mr increase was due to progression of disease. No additional information was provided.